Event description:
It was reported that during the implant procedure, the ventricular lead could not be inserted into the device. Due to a lengthy implant time, it was decided not to remove the lead. The sealant ring was filed and the lead could be inserted without any problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.